Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The analysis identified high current drain within the hybrid circuitry. The high current drain was caused by a anomalous component within the hybrid.

Event description:
It was reported that the device was explanted due to premature eri.